Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on or about (B)(6) 2004. Patient suffered acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery, and/or other injuries presently undiagnosed. There is no mention of revision surgery. **update** date - plaintiff's preliminary disclosure form was received, which identified part/lot and revision information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on or about (B)(6) 2004. Patient suffered acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery, and/or other injuries presently undiagnosed. There is no mention of revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on or about (B)(6) 2004. Patient suffered acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery, and/or other injuries presently undiagnosed. There is no mention of revision surgery. Update: 2/18/2013 - litigation papers received. Litigation indicated that the patient was actually implanted with pinnacle, not asr. The cup has been changed to a metal liner. It is alleged that the patient suffers from pain, swelling, bursitis, lack of mobility and/or metallosis.

Manufacturer narrative:
The investigation has been reopened due to receiving litigation information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info catalog and lot #. Update 4/18/2013 - pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.